Event description:
An individual from a hospital reported that a system message was displayed regarding a footswitch failure during a procedure. At the time of this report it was unknown whether the procedure could be completed or not. It is also unknown if there was any patient harm. Additional information has been requested, but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).